Event description:
It was reported that the right ventricular (rv) lead had activated the lead integrity alert (lia) due to impedances that were out of range. It was also reported that the rv lead had an impedance of 1500 ohms and an increasing pacing threshold. The lead was capped and is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.